Manufacturer narrative:
(B)(4). Physio-control provided the reporter technical assistance and the therapy cable part number information. The facility biomed determined the cause for the malfunction to be the therapy cable assembly. The customer will replace the therapy cable assembly to resolve the reported issue. Further cause for the reported issue could not be determined as the removed assembly will not be returned to physio-control for analysis.

Event description:
It was reported that the device would not detect the test plug. The facility biomed informed that the therapy cable was frayed at one end and was "bad." There was no patient use associated with the event.